Manufacturer narrative:
(B)(4). The customer reported as a result of user initiated operational check the device displayed the shock equipment malfunction inop and an ECG equipment malfunction inop. The shock equipment malfunction inop is indicative of a condition that could impact the delivery of therapy. There was no pt involvement. The local philips rep evaluated the device, confirmed the malfunction, and resolved the malfunction by replacing the therapy pca.

Event description:
The customer reported as a result of user initiated operational check the device displayed the shock equipment malfunction inop and an ECG equipment malfunction inop. There was no pt involvement.